Event description:
In 2008, the company received a report where it was claimed that the device did not provide an audible tone. Initially the report was associated to exemption. On the following month during service, it was revealed that the reported problem was isolated to the main pcb.

Manufacturer narrative:
The device is in transit to MFR for failure investigation.